Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the burnt tip cover, a definitive root cause could not be determined. However, it is likely a high-frequency treatment device was used without maintaining sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt tip cover. There was no patient involvement.